Event description:
It was reported that right ventricular (rv) lead integrity alert triggered for non-sustained episodes and sensing integrity counter (sic). There was noise noted on stored egms (electrograms) and occasional t-wave oversensing noted on a non-sustained ventricular tachycardia (vt) episode. Additional, it was reported there was atrial undersensing present during arrhythmia detection for the right atrial (ra) lead. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.